Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the xience sierra was used past the expiration date. A review of the xience sierra label attached to the lot history record for this lot was conducted indicating a manufacturing date of 21-february-2020 with an expiration date (use by date) of 20-february-2021. The product was used after expiration as it was reported the procedure occurred on (B)(6) 2021. The expiration date of the product is important for sterility, efficacy, and performance of the device. It should be noted that the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use (IFU) states: note the product use by (expiration) date specified on the package. It is likely the IFU deviation of device expiration issue contributed to the event. The investigation determined the reported device expiration issue appears to be related to the use error. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a target lesion in the right coronary artery. The xience sierra stent was implanted without issue. There was no adverse patient effect or clinically significant delay; however, after the procedure was completed, it was noted that the stent was expired. No additional information was provided.